Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 39mg/dl; cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 12:50:23 pm to 12:55:30 pm. Cgm alert 1 (cgm low alert) was enunciated. A tubing fill of size 13.1 units was observed on (B)(6) 2019 at 11:16:25 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019 , user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). On (B)(6) 2019 user made bolus requests while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.